Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose of 29 mmol/l with thirst and a headache associated with an alleged no power issue in the pump. Reportedly, the pump was resumed after replacement, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient received a low battery alarm. The patient stated that they planned to change the battery the next day along with the infusion set, however the pump turned off during the night. There was a replace battery alarm shown in the pump history. The patient reported that lately the battery life was not lasting as long as it should be. There were no issues discovered with the pump during troubleshooting therefore it was determined that a return of the device is not required. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.